Manufacturer narrative:
Hill-rom technical support troubleshot the bed and suggested to zero the bed without the pt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The account zeroed the scale to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).